Manufacturer narrative:
The date of the event onset was reported as ¿a half month ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. On an unknown date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.